Event description:
Device 1 of 2. Reference MFR report: 1627487-2012-02554. It was reported, the pt felt pain at his ipg site about 30 minutes into charging. The pt was unable to determine if the pain was a heating sensation. The pt stated, he always uses the charger antenna pouch when charging his ipg. The sjm representative advised the pr of charging precautions. No further info is available at this time. On 08/01/2012 st. Jude medical, neuromodulation division, sent field action letters to pts related to heating while charging and raised awareness of this issue to pts. An increase in prior non-reported heating while charging events and other non-reported events was expected.

Manufacturer narrative:
This ipg serial number was included in a field correction. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.